Event description:
Information was later received from the representative indicating the patient received a new pump, and they were able to get good flow from the catheter so the catheter was not replaced. Only a new 8578 pump connector was required. No segments were removed so no segments were left in the patient that were not in use. The pump flip was due to movement in the pump pocket. The patient was reportedly doing well, and they were receiving good therapy.

Event description:
It was reported that during a routine dye study, on (B)(6) 2015 in preparation for a pump replacement due to expected longevity, the catheter appeared to be wound or coiled in the imaging. The patient had confirmed that the pump had flipped. The dye study confirmed the catheter was patent and there were no problems with therapy as the patient was receiving ¿good¿ therapy. This device system delivered bupivacaine and morphine. Additional information was requested to clarify resolution to the pump and catheter issues and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).